Manufacturer narrative:
(B)(4). Device has not been received. A supplemental report will be sent upon completion of investigation if device is received.

Event description:
According to the reporter, during a laparoscopic gastrectomy, the surgeon attempted to fire the device for the first time in the procedure. The moment the device began to fire, it stopped firing. The status indicators turned solid green. The reload was replaced by another of the same product ID. The issue repeated. A third reload was used and the device then worked properly. It is unknown if reinforcement material was used. There was no unanticipated tissue loss. There was no irreversible tissue damage. There was no unanticipated extension for the incision more than one inch. There was no unanticipated blood loss of more than 500cc. Surgery time was not delayed by more than 30 minutes. No device fragment fell in the patient cavity. The last known patient status is good.